Manufacturer narrative:
Alleged failure: electrical overload the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.